Manufacturer narrative:
Additional reportable malfunction for this device; the dealer stated that the seat is wobbly. (B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the left motor will not turn and that the seat is wobbly.